Manufacturer narrative:
Qn#(B)(4). One 040 adaptor was received for evaluation. Lot and material number of adaptor received cannot be confirmed because adaptor packing was not returned. The number "42" was embossed in the plastic inside the adaptor. The adaptor body was white, and the snap cap was clear. The adaptor had a sleeve around the throat and whistle area of the adaptor. No water bottle was received for evaluation. In review of reported lot number 21b061 device history record: manufacturing event logs show no issues that may have contributed to the quality issue reported; process parameters were within specification; and qa inspections were acceptable. In review of adaptor lot number 07a21 which was packaged with the reported lot number, one instance of "jam up pick end place" and two instances of "jam up snap cap (2x)" were reported; process parameters were within specification; and qa inspections were acceptable. Performed manual whistle test: flowmeter was set to 2 l/min and complaint sample adaptor whistled at about 8 psi; part passes. In functional test, the adaptor made a stable connection to the bottle and the snap cap made a stable connection to the flowmeter. The flowmeter was set to 2 l/min and then 8 l/min, bubbles were observed in the bottle, and no water leakage was detected. The reported complaint could not be confirmed as there were no issues found with the returned sample.

Event description:
It was reported that "leak was found from the adaptor during use on a patient. Therefore, it was replaced with a new unit. It is unknown from which part of the adaptor the water was leaking". Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "leak was found from the adaptor during use on a patient. Therefore, it was replaced with a new unit. It is unknown from which part of the adaptor the water was leaking". Patient condition reported as "fine".